Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the testing carried out during a fitting showed 7 electrodes with high impedances. Last testing carried out in april showed one electrode with high impedance. The pt's parents did not remember a remarkable fall, which could have happened to the pt. According to the parents, it occurred that the pt hit his head, but a swelling never occurred. Also, no swellings at the implant area could be seen. The speech processor works.